Event description:
Rptr c/o: pain &/or burning sensation in chest, chronic diarrhea &/or constipation, irritable bowel syndrome, hysterectomy, frequent migraines/severe headaches, hypersensitivity to chemicals, molds dust or pollen, unusual chronic infections, inflammation, swelling, pain/arthralgia, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, unexplained rashes, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drops things and capsular contractures.